Manufacturer narrative:
Qn# (B)(4).

Event description:
The report states, "rn reported that the pump stopped pumping without alarming. When tech arrived the pump had already been restarted. Pump was switched out anyway without incident. Pump was checked out by hospital biomed and determined to be operating normally and was returned to service. No parts were replaced." Additional information states that there was no harm to the patient.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Additionally no recorder strip was returned for investigation. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
The report states, "rn reported that the pump stopped pumping without alarming. When tech arrived the pump had already been restarted. Pump was switched out anyway without incident. Pump was checked out by hospital biomed and determined to be operating normally and was returned to service. No parts were replaced." Additional information states that there was no harm to the patient.